Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. A definitive root cause could not be identified. However, olympus investigation has concluded that the device is more than 7 years old, and repeated use for a long period of time could have caused the scope socket to become worn and fail. Consequently, it is speculated that this resulted in a destabilization of the connector pin connects, which in turn interfered with the image transmission and communication. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user report was confirmed as a faulty socket scope was discovered. When the scope is connected to the scope socket, a 'b30' error is displayed. The scope socket was replaced, the unit successfully tested and then returned to the user facility. If additional information becomes available following device evaluation, a supplemental report will be filed. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
As reported, the evis exera iii xenon light source was experiencing display issues. According to the initial reporter, the image was getting too dark. It gets 'snow' on the image and sometimes just goes black. There was no patient harm or consequence reported as a result of this event.